Manufacturer narrative:
(B)(4). Physio-control has performed an initial device evaluation.     Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had powered off two (2) times during a patient event. The customer indicated that they were able to power the device back on both times. There has been no report of any adverse affect to the patient.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.